Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion:the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci lower bypass procedure sometime in 2012. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: the patient claims the surgery was done wrong and had to get leg removed because of an infection, deterioration of bones and hernia. No further clinical information has been provided.